Event description:
It was reported that during a da vinci-assisted surgical procedure, after inserting the 8mm prograsp forceps instrument, it did not rotate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed was tested on an in-house system. The instrument passed the recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions. Additionally, the instrument grips tips opened and closed properly. The instrument passed the grip test. Then, the instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument lifted the test weight without any problems and did not slip during the test. Upon further inspection, the instrument was found to have a grip tang broken off. The broken piece did not return with the instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no related issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.